Event description:
Customer reportedly received results of 46 mg/dl, 238 mg/dl, 98 mg/dl, 67 mg/dl, and 53 mg/dl within 10 minutes on the aviva system. The customer was experiencing hypoglycemic symptoms and was capable of self- treatment. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.